Event description:
Fusa product manager notified of pt death related to a suspected dialyzer reaction. The pt had known documented reactions to various dialyzers, she was noted as having "first use syndrome" in her medical record. 5/8/98 acute dialysis unit called, message left. 5/11/1998 acute dialysis unit called, nurse manager not available. 5/11/98 further info surrounding this pt incident provided by health care professional manager and on 5/13/98, the health care professional who provided the dialysis treatment. The pt was receiving dialysis treatments as an in-patient, as surgical intervention was required for a clotted access graft. During the second treatment, after approx 15 minutes of dialysis, there was a power outage. At this time the blood flow had not been increased to prescription flow, as the blood flow rate was 200cc/min and the tmp has not been established (no n.p. Set). The dialysis machine was not plugged into a red emergency plug, not allowing for generator back-up of power. The pt was hand cranked for 5 to 10 minutes. The electrical power was resumed and the dialysis treatment was restarted. It was then, after blood flow rate and tmp was established that the pt began to complain of feeling hot and flushed, became wheezy and progressed rapidly to a cardiac arrest. Resuscitation measures were not successful. Further info rec'd recorded on telephone log in complaint record. The dialyzer was discarded then and the lot number was unnoted. 5/18/98 further requested info forwarded to germany. 5/27/98 MDR facility user report rec'd via fax, added to file.